Event description:
Pt reported the stimulation is set to levels that make balance and coordinaton very difficult to walk via manufacturer pt survey. No report of device explantation. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received. Refer to medwatch report # 3004209178200700794.